Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. Patient stated that the pod's cannula was not in their skin and that the pod was on for 8 hours before he noticed that the cannula was not in his skin. The patient stated that he could not see the pink slide at all, indicating the pod did not deploy properly.